Event description:
Perclose closure device deployed/applied by physician at end of pci cardiac procedure with request that scrub tech hold manual pressure site for a "few minutes" per cath lab routine. After 10 minutes with blood free flowing and not stopping when site is checked, physician informed and request for additional 5 minutes of pressure is made. Statseal applied to site and manual pressure continued x 5 minutes with no change in bleeding status of patient. Angiomax stopped per physician order (would normally finish this medication for safest practice) and physician assessed site. Femostop ordered and applied per staff. Hemostasis achieved and patient transferred to cath recovery until discharge. FDA safety report ID # (B)(4).